Manufacturer narrative:
Visual inspection of the returned product showed that a haptic plate was torn off and missing and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted cc4204bf collamer plate lens and a haptic was torn off upon insertion. The lens was removed without any patient injury. The reporter stated the incident was due to a loading error.